Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon mentioned that based on post op x-rays he is worried that he did not get his correct inclination. Everything checked out fine throughout the case.

Manufacturer narrative:
Reported event: an event regarding inclination discrepancy involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 355 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inclination discrepancy. There were only 7 other reported events ((B)(4)). Conclusion: device inspection could not be performed, no session data was provided. Four communication attempts were made. Device evaluation could not be performed because no session data was provided.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon mentioned that based on post op x-rays he is worried that he did not get his correct inclination. Everything checked out fine throughout the case.